Manufacturer narrative:
Attempts were made by gore to obtain additional device and pt info, but these attempts did not lead to any additional info. Literature citation: nagaso, n, et al. Capsule formation can make secondary reconstruction of the dura mater unnecessary after cranial infection; j craniofac surg(tokyo) 2011:22; 84-88.

Event description:
In an article titled "capsule formation can make secondary reconstruction of the dura mater unnecessary after cranial infection" it states (B)(6) woman underwent a surgery to remove a glioblastoma of the temporal lobe and had the frontal-parietal region of skull temporarily removed. It was necessary to remove the part of the dura mater. A ptfe patch was used to prevent cerebrospinal fluid leakage. The bone was then placed in its original position. Starting one month after the operation, the pt underwent radiation therapy. Because of the radiation, the scalp developed necrosis. Computed tomography and x-ray examination revealed a dead space between the skull and the brain. An infection developed two months after the injury surgery. Recovery surgery was performed four months after the infection developed. In this surgery, the ptfe was removed and a vascularized rectus abdominus muscle flap was placed over the defect. No recurrences of infection or complications were observed.